Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, upon loading the haptic was trailing. The lens was unable to implant. There was no patient contact. Additional information has been received stating during folding lens into cartridge, the trailing haptic did not fold properly.